Event description:
Pt presented to or with a life threatening event. Anesthesia decided to put in a pacing catheter and wires. The catheter was inserted and they attempted to pass the pacing wires through the catheter. They tried several times and the wires would not pass. They pulled both items out and noticed a crimp in the catheter at the 81 cm mark. A pacemaker rep was on the property and a pacemaker was surgically inserted. The pt stabilized following that procedure.